Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's batteries died completely, and the patient did not hear any alarms while sleeping soundly on battery power. When the patient woke up, they noticed that the batteries were completely depleted. The system controller alarms were working properly and there were no patient related issues due to the complete loss of power and pump stop. The patient plugged new batteries into the system controller and reported no further alarms. Log files were submitted for review and captured multiple strings of low power advisory and hazard(s) while attached to batteries due to routine battery depletion from 1:45 am to 3:15 am on 10mar2024. These alarms were followed by power cable disconnect alarms on 10mar2024 at 3:15 am. The system controller operated on emergency backup battery power from 3:15 am to 4:58 am on 10mar2024. The event log displayed clock not set alarms due to complete loss of power to the controller causing the controller clock to reset due to depleted batteries in-use at 4:58 am on 10mar2024. The controller then recorded a pump stop event due to complete loss of power. External power was restored to the controller at the white power lead with a fully charged battery. The controller was still showing a date of 01jan2001. No other unusual events were captured, and the mechanical circulatory support (mcs) equipment was operating as expected.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via analysis of the submitted log file. The submitted log file contained approximately 16 days of data ( (B)(6) 2024 and (B)(6) 2000 per the timestamp), the exact time span of the log file could not be determined due to the system controller clock being reset to the default timestamp of (B)(6) 2000. The log file captured the 14v batteries and system controller backup battery becoming completely depleted due to extended use, resulting in a pump stop and the system controller powering off. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on (B)(6) 2024 at 01:45:24, which was then followed by a low voltage hazard alarm that activated on (B)(6) 2024 at 03:08:47 due to the 14v batteries dropping below the low voltage threshold. The 14v batteries were connected to the controller for approximately 14 hours prior to the low voltage advisory alarm activating. A no external power alarm then activated on (B)(6) 2024 at 03:15:07 due to 14v batteries becoming depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. Following the loss of external power, the pump stopped on (B)(6) 2024 at 04:58:00 and the controller powered off on (B)(6) 2024 at approximately 04:58:10, indicating that the backup battery had also become fully depleted. Upon powering on the system controller, a controller clock not set alarm activated due to the controller clock being reset to the default timestamp of (B)(6) 2000. Due to the system controller power off, the exact duration of the pump stop could not be determined from this log file. The root cause of the reported event was determined to be user error in allowing the 14v batteries and system controller backup battery to operate for too long and resulting in the batteries becoming fully depleted. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number(B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.